Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventralight st. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st which was implanted on (B)(6) 2020. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (B)(6) 2019) is considered to be the best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventralight st. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st which was implanted on (B)(6) 2020. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2020 ¿ patient was diagnosed with incarcerated ventral incisional hernia with bowel obstruction thereby underwent open repair with implant of ventralight st mesh (device 1). Per operative notes, ¿ a ventral incisional hernia at the right lower aspect of midline was noted. The herniated small bowel was reduced and adhesions were circumferentially reduced. The sac was reduced and ventralight st mesh (device 1) was placed as an underlay repair and secured with sutures. The fascia was closed and secured with sutures and staples.¿ (B)(6) 2020 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of prior mesh (device 1) and implant of ventralex st mesh (device 2). Per operative notes, ¿in the supraumbilical area, through the previous scar, area of herniation through the lower midline was noted. The hernia sac was dissected free and completely reduced back to the abdomen. The prior mesh (device 1) at the level of hernia sac and fascia was noted and defect was closed. A small granuloma and free-floating mesh (device 1) was completely removed and ventralex st mesh (device 2) was placed and fascia was closed with sutures.¿